Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305765, batch no.: 8052419. 1 of 2. It was reported that the needle eclipse 21x1-1/2 rb tw the safety device fell off. The following information was provided by the initial reporter: I have two samples in my office where the safety device has fallen off.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
Material no.: 305765, batch no.: 8052419. 1 of 2. It was reported that the needle eclipse 21x1-1/2 rb tw the safety device fell off. The following information was provided by the initial reporter: I have two samples in my office where the safety device has fallen off.